Event description:
It was reported that patient thought she had pinched nerve, went to a chiropractor, he ordered x-rays, the x-ray person that reads them stated the stimulator was not in the right place. Patient asked if that should that be taken care of immediately or would be okay for a little bit. Patient stated everything was good and she has a current hcp. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.